Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the plug trap bond edge side was assessed as unidentified (tear) opening (shell thickness was within specification) and observed delamination partial of the valve assessed as adhesive failure. Other technical: no observe particles in valve. Additional observations: creases were observed. Wear abrasion observed. Yellow particles inner the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.